Event description:
Additional information was obtained indicating that the pacemaker has been received for analysis which suggests that the device had been explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead displayed low out-of-range (oor) pacing lead impedance (pli) measurements of less than 160 ohms. Previously, pli measurements were in 240 ohms. It was also noted that the sensing had decreased while the threshold measurements had increased. The health care professional (hcp) asked if they shall increase follow ups and the boston scientific technical services (ts) agreed as it may be a start of a possible lead issue. Additional information was obtained and indicated that the source of these clinical observations was not determined. The patient will continue to be monitored. This system remains in service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Electrical tests were performed and the device passed all tests matching with the battery status. The device however did fail longevity calculation but passed the alternate longevity calculator. Field allegations were not confirmed upon analysis.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.